Event description:
It was reported that the patient had been hearing an alarm all day, in reference to the date of this report however telemetry had yet to confirm. The patient was supposed to have had a refill the previous friday (B)(6) 2014 however the health care provider (hcp) office didn¿t have the medication so they rescheduled him for (B)(6) 2014. The patient was hearing a dual tone but indicated it didn¿t sound like either the critical or non-critical alarm which was played for him. The patient had heard the alarm in different rooms and couldn¿t find any electronics that it could be coming from. It was then reported the patient had a seizure on the morning of the date of this report. The patient then discussed the last time he had a seizure at which time the hcp had been adjusting his pump dosages (refer to manufacturer report # 3004209178-2012-02725 for the previous seizure event). The device system was used to deliver dilaudid and another unknown medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was later reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
(B)(4).